Event description:
Healthcare professional reports 2 cracked venous headers during pt use and 1 cracked header during reprocessing of the dialyzer. Dialyzers were reused 12-14 times. Healthcare professional reports estimated blood loss of 200cc and no pt injury or medical intervention required.